Manufacturer narrative:
(B)(4). Date sent: 5/21/2026 d4: batch # a98k19. Investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with the shaft bent. The tyvek was also returned along with the instrument. To replicate the reported event, the device was subjected to functional testing. During testing, the device was fired; however, the clips did not advance into the jaw. The device was observed to have a bent advancer tip. The instrument was subsequently disassembled, and upon disassembly, the advancer was confirmed to be bent, and ten (10) clips were found within the clip track. Investigation confirmed the reported event and determined it was attributable to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch a98k19 number, and no non-conformances were identified. Additional information was requested and the following was obtained: I was not present for the cases. The best description of events was in the original email I sent that had direct communication from tpch. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Did device jam (not fire clips)? Did device not feed clips (clips not advance fully into jaws)? Did device drop or eject clips? Did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? Did the clip not hold on the vessel or tissue once placed? Were there any patient consequences? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, upon firing of the ligamax, no clip came out. Action taken at time, a new one was opened and it was working properly. No patient consequences were reported.